Event description:
It was reported that patient received high lead impedance on system diagnostics. No trauma or patient manipulation occurred. It is unknown when last good diagnostics were obtained. X-rays were reviewed by the manufacturer, and a gross lead fracture was visualized near the anchor tether on the negative lead wire. Patient's generator settings were set to zero. Patient will have revision surgery.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.